Manufacturer narrative:
Product event summary:the introducer was returned and analyzed. There was a mechanical issue with the delivery system introducer. The distal seal of the delivery system introducer was torn. The seal cap of the delivery system introducer was damaged. The analyst noted the introducer was returned with the dilator separated from the sheath of the introducer with the seal cap and distal seal on the dilator of the introducer. The proximal seal was in the seal body of the introducer. There was over molding in the seal cap latch on the seal body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two introducer's was returned to the manufacturer, analyzed, and tested out of specification

Manufacturer narrative:
Corrected h6: fdc code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.